Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: light guide light is not working due to dirt on the lg bundle, and the sticky camera section was a result of a water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the airway mobilescope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a light guide light is not working was found. Additionally, there was dirt on the light guide (lg) bundle as well as the camera section was sticky. There was no patient involvement.